Manufacturer narrative:
The investigation showed that prep kit 47 dispenser unintendedly leaked the mpo (antibody) on the three alleged stained slides. Note, that the alleged slides were identified by the pathologist, and the slide staining results were not reported outside of the lab. The slides were restained using the same antibodies and the slides were stained appropriately (negative), and as expected. No harm alleged. Furthermore, the customer stated the issue has not reoccurred since.

Manufacturer narrative:
An investigation is ongoing. A supplemental report will be submitted to share the conclusions of investigation.

Event description:
A customer from turkey alleged incorrect (positive) staining on two bone marrow slides while using the benchmark ultra instrument, which occurred on (B)(6) 2023. Non-roche antibodies cd38, cd34, and cd117 were used during the staining process. The customer restained the slides on (B)(6) 2023 using the same antibodies and the slides were stained appropriately (negative), and as expected. The results of the alleged incorrect stained slides were not reported. No harm is alleged.